Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the connection of 2 sets during a lipid infusion. The lines were replaced and there was no patient harm.

Event description:
The customer reported leaking between the set luer and valve surface at two connections of a maxzero quad fuse extension set. Alaris pump tubing was attached to one port and a non-bd extension set was attached to another port.